Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after 30 minutes of use, the device jaws could not be re-opened. Multiple attempts have been made to the site contact in an effort to obtain additional information regarding the incident and device. To date, the site contact has not responded with additional details.